Event description:
Customer was driving down her ramp when her chair pulled to the right. She alleges that the front right wheel went off the ramp, causing her to fall out, allegedly fracturing her right shoulder. She stated that the customer was using her seatbelt, but she stated that is was not latched properly.